Manufacturer narrative:
(B)(4). Date sent: 1/16/2025. Corrected data: d1, d4.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure stapler mechanism got stuck & jaws were not opening. We tried to fix it as per standard techniques but it was not fixed & discarded used another one to complete the case. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch #701a84. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned without reload. The jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected. It should be noted that when using the reverse button ensure that the knife is fully back in its home position, if the knife remains advanced the device jaws would not open. Please reference the instruction for use for more information. However, the closure trigger cannot be totally opened. It was noted as too hard to open. The device was disassembled to verify the internal components and interaction was noted between the handle and closure trigger top causing the would not open. No functional test was performed due to the condition of the device. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 701a84, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The device was stuck during the preparation time and it was not opening after troubleshooting.